Event description:
Customer's spouse reported via phone call that the insulin pump alarmed motor error and then motor position encoder error during basal. Blood glucose value was 415 mg/dl; treated with manual injection. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. No other error alarms were noted in the alarm history screen. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.